Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos confirms that device is cracked and it is also noted a chipped condition, there is a missing piece along the crack. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both impactors were noticed to be cracked just before usage so they got two new trays out. 5 min delay in surgery. No patient impact.